Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in italy. Through follow-up communication livanova learned the following additional information: the pump, used as suction one, suddenly stopped working on (B)(6) 2025, between 11:00 am and 12:00 pm. The customer subsequently tried turning it off and on again, without success. Then the pump module was replaced with another one (from a spare s5 console), and it worked properly. Later, the defective pump module was connected to the spare console, and it started up properly. A livanova field service representative was dispatched to the facility to investigate the device. The affected pump was reconnected to the original console, and it worked properly (on-off, on, and run test). A general check of the pump was performed, and no anomalies were found. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and did not reveal any hardware malfunction in the date of event. Since it was reported that the display of the pump blacked out, it cannot be ruled out that a temporarily cable issue or involuntarily disconnection occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 suddenly shut off during procedure. There was no patient injury.

Manufacturer narrative:
H11: complaints database review confirmed that no similar events was reported since unit installation in 2012. No concerning trend for reported failure mode was highlighted. Based on the serial readout analysis, a persistent hardware malfunction of the pump can be reasonably excluded. Based on investigation findings, it cannot be ruled out that a temporarily cable issue or involuntarily disconnection occurred. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.